Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery metallic powder-like substance was left on the iris during surgery. Surgeon suspect foreign object was from the phacoemulsification handpiece, phaco tip, sleeve, or pack. There are no plans for surgery to remove the foreign material and the patient is scheduled for observation

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A piece of metal was reported. A wet intrepid plus fluidics management system (fms) was returned and was visually inspected. The collected fluid from the cassette and drain bag was filtered and separated through a filter. The filter was placed into petri dishes and sent to particle lab for further evaluation. Microscopic examination showed a reflective particle. The reflective particle was isolated and analyzed. Analysis identified titanium, and vanadium. The presence of these elements along with the visual characteristics suggest the part is a titanium alloy. The filters were examined with the hitachi scanning electron microscope (sem) equipped with an edax energy dispersive x-ray spectrometer (eds). Reflective particles, dark particles and orange particles were found. The sem/edax analysis could not conclusively identify any further materials. A review of the consumable components indicated the cassette and tubing manifolds are not manufactured with titanium alloy and would not have originated from a part manufactured at this manufacturing site. The particles would not have generated from the manufacturing process. The root cause of the customers complaint could not be conclusively determine the source of the titanium alloy. Titanium alloy is not material purchased or used in the manufacturing process. No action will be taken as manufacturer does not manufacture a component with titanium. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).